Event description:
It was reported that pump experienced malfunction message after pump had been exposed to x-rays. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.